Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant   product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "poly exchange this morning. Patient fell on his bathroom tile and incision dehisced." Spoke to rep: as the patient's wound opened down into the joint, the 5x9 mm ps insert was revised prophylactically. Infection was not suspected and no workup for infection was performed. Patient was revised to a new 5x9 mm ps insert. Left knee. Aside from usage sheets, confirmed that no further information will be released by the hospital or surgeon.